Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter, was completed on (B)(6) 2022. It was reported that the patient experienced a suspected protamine reaction. Following the protamine, the patient's blood pressure dropped. The physician palpated for the pulse following the hypotension to make sure the patient still had a pulse. The physician was able to palpate the femoral pulse, and the patient was given intravenous therapy. The issue was resolved (B)(6) 2022.